Manufacturer narrative:
Batch review performed on 10 february 2020: lot 1902887: 187 items manufactured and released on 13-may-2019. Expiration date: 2024-04-27. No anomalies found related to the problem. To date, 126 items of the same lot have been already sold with another similar event reported. Additional implants involved in the complaint, batch review performed on 10 february 2020: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (B)(4) lot 1903863. Lot 1903863: 280 items manufactured and released on 26-july-2019. Expiration date: 2024-07-15. No anomalies found related to the problem. To date, 142 items of the same lot have been already sold with another similar event reported.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after primary the surgeon performed an I&d and revised the head and liner. The surgery was completed successfully.